Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unk. A visual eval found that the distal end of the push catheter was wavy in appearance. The guide catheter was found to be partially retracted and the section that was proximal to the push catheter was stretched and kinked. The distal end of the guide catheter was still visible in the proximal end of the stent. The suture appeared tight around the guide catheter in the proximal end of the stent. The guide catheter was retracted with severe resistance to release the stent. The distal end of the guide catheter was found to be partially collapsed at 9.0 tp 9.3 cm from the distal end of the catheter. A slight suture impression was also found in the guide catheter at 18.5 cm from the distal end of the catheter. The condition of the returned unit was consistent with the complaint incident that the stent was unable to deploy. The damage noted to the delivery system components is consistent with insertion of the device into the scope of manipulation of the device while in the scope therefore, the most probably root cause there is operational context.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a biliary stenting procedure. According to the complainant, the stent did not deploy. A second flexima biliary stent system was used, however, difficulties were encountered during deployment, however, the inner cannula broke (please reference manufacturer report number 3005099803-2009-00375). A third flexima stent was used to complete the procedure. There has been no report of injury as a result of this event. At the conclusion of the procedure, the pt was reported to be fine. The suspect device has been returned and evaluated. At the completion of the eval, it was determined that this event is a reportable malfunction.